Event description:
It was reported that sensor error occurred. The sensor was inserted into the wearable was inserted into arm on (B)(6) 2026. On (B)(6) 2026, the parent observed through the follow app that her son¿s estimated glucose value (egv) was reading low. She attempted to contact him by phone but received no answer. She then reached out to his roommate and the dormitory building security; however, they were also unable to wake him. Emergency services (911) were called. Upon ems arrival, the patient was conscious but exhibited confusion, shaking, diaphoresis, nausea, and blurry vision. Emergency medical services (ems) measured his blood glucose at 48 mg/dl, while his device screen displayed a sensor error. Ems administered liquid glucose and a glucose tablet, remaining on-site until his glucose levels stabilized. The reporter expressed concern that the patient¿s insulin pump may have continued delivering insulin despite a low egv. It was not discussed during the call whether this concern had been reported to the pump manufacturer. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. However, it was found that signal loss equal to or under one hour occurred on (B)(6) 2026. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.